Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The results of this investigation concluded cusp 3 contained a tear and focal fibrous pannus ingrowth. All cusps contained a thin layer of fibrin and were fibrotically thickened. Special stains revealed gram positive cocci on the surface of all cusps. The bacteria were limited to the surfaces of the cuspal tissue and have no associated inflammatory response; this likely represents a contaminant. No acute inflammation or significant calcifications were present. There was no evidence found to suggest the cause of the fibrin, pannus, and tear were due to an intrinsic defect in the valve, as supported by review of the valve's device history record and the analysis performed. The cause of the reported event remains unknown.

Event description:
The valve was implanted due to a bicuspid, calcified native valve. The valve was explanted due to aortic insufficiency. A 21 mm mechanical valve from another manufacturer was implanted.